Manufacturer narrative:
(B)(4). Was used for cardiac injuries, as there is no code available that best describes unspecified cardiac injuries. This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any add'l info.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiac injuries and/or related symptoms and expired approx four months later. These allegations were allegedly caused by the product which was administered to the pt for dialysis treatment.